Event description:
The non-sedated pt suffered a small blister on the dorsal aspect of the left hand and reddening to the nose. Burn damage discovered after MRI exam. Pt reported feeling a warm sensation where his hose had been resting on his left hand. The pt was in the "superman" position, head first, prone with right hand above head. The thermal burn occurred due to skin-to-skin contact with large-caliber "body loops" due to the pt's nose touching the dorsal aspect of the left hand during the MRI exam. The location of the burn was within the volume of the rf-transmit coil element (whole-body coil). The pt was screened for implants, devices, and other metallic objects for the potential to cause burns. No implants or objects were identified. Pt did not attempt to communicate with staff about heating / burn as it was happening. The emergency call button was provided and the staff kept in communication with the pt throughout the exam. Sar levels used - normal mode. Sequences included tsp & ge. Pt evaluated by physician. FDA safety report ID# (B)(4).